Event description:
It was reported by the mitek rep. That the ceramic portion of a mitek vapr se electrode broke off into the pt and it is not known if all of the ceramic fragments were removed but they believe so. Also, there was no pt consequence. However if the broken fragment has not been retrieved from the pt, it is possible that pt injury could potentially occur. Because of this potentiality an MDR is being filed to document this event.